Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the speaker doesn't function. No consequences or impact to patient were reported.

Event description:
The customer reported that the speaker doesn't function. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damages. The device powered on using battery power and ac power while in docking station. The device displayed speaker fault error message on the screen after 30 seconds from powering and was not able to obtain any readings. Visual inspection inside the device found the failure was caused by an open circuit in the speaker. A secondary finding unrelated to the reported issue was also observed. The system circuit board had a stuck pogo pin #1.